Event description:
While performing bronchoscopy for double-lumen endotracheal tube (dlt) placement, small pieces broke off the small black collar at the junction of the firm and soft parts of the scope. All pieces were removed successfully.